Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, the physician implanted lead extensions. The patient was reportedly doing well following the procedure.